Event description:
It was reported that prior to a breast biopsy, during the initialization stage, the probe got stuck and displayed message. It was not noted how the case was completed. No patient consequence reported.